Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient experienced hematoma, thrombosis and left ventricle perforation during impella 5.5 pump support. While on support, there was a small hematoma at the access site. Additionally, an echocardiogram was performed and the impella appeared shallow and 1-2cm from the valve. The patient¿s waveforms were normal. The impella was advanced about 4 centimeters. Soon after that, the patient¿s waveforms were uncoupled and mc was flat. The decision was made to pull the impella into the aorta at bedside and see if the patient remained stable. Upon pullback, the waveforms coupled and mc returned. Within a minute, the patient began to decompensate and there was effusion noted on the echocardiogram. The patient continued to decompensate in tamponade and the patient was emergently brought to operating room for sternotomy. The team found the left ventricle was punctured. The left ventricle was sewn closed. The impella was left in.

Manufacturer narrative:
Corrected: d4 (catalog & serial). Thrombosis/ cardiac perforation: the cause of the injury was unable to be determined due to insufficient clinical details. Hematoma/ asae: the cause of the hematoma was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D6b explant date provided.